Event description:
It was reported that the pta balloon would not fully inflate. The catheter was retracted without incident. Upon removal, it was noted that the hub was broken. Another balloon was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.